Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The lemo connector was tightened. The sys was tested and operates as intended.

Event description:
The customer reported that the left monitor intermittently would go black. No pt injury was reported.